Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements greater than 125 ohms in the triad configuration. All other shock vectors resulted in normal shock impedance measurements. All other lead measurements are in stable and normal. It was noted that the lead has always been and will continue to be programmed in the triad configuration. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this device has displayed low shock impedance measurements.